Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was operating normally until it was switched off while another patient treatment was carried out. When the ventilator was switched back on, it alarmed and either displayed the message 'vent inop - use other ventilator.' Or 'vent inop-'replace.' The patient was transferred to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.